Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided comprehensive pump reset instructions and guided the customer through the process, which resolved the issue, and the sensor session was successfully started.